Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 due to high blood glucose level of 498 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level. The customer did not mention any symptom related to high blood glucose level. The customer was treated with bolus. The customer did not allege the insulin pump for under delivery. The drive support cap appeared normal. The customer declined to perform high pressure test but performed troubleshooting. The insulin pump will not be returned for analysis.